Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: bmw elite; guide cath: launcher jl4. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during treatment of a heavily calcified, 90% stenosed lesion in the left anterior descending (lad) coronary artery, a rotablator was initially used in the lesion. Next, a 2.0mm nc trek was used for pre-dilatation. Additional pre-dilatation was attempted using a 2.5x12mm nc trek, however, upon initial inflation to 18 atmospheres, the balloon ruptured. A 2.75mm trek finished the pre-dilatation and two, 3.0x28mm and 3.0x23mm, xience xpedition stents, were successfully implanted finishing the procedure. There were no reported adverse patient effects and no reported significant procedural delay. There was no additional information provided.